Event description:
New information noted that programming changes were made to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed the right ventricular lead was had myopotential oversensing. No intervention was performed at the time. Patient would be monitored. Patient was stable throughout event.